Event description:
The customer stated that they replaced the batteries in the meter, inserted the test strip, and saw "000" on the dispaly instead of the normal "888". A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.